Event description:
An international distributor reported that a customer's AED sustained water damage. Following the exposure, the AED was unable to perform its routine self-test function. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.